Event description:
Distributor reported an issue with a customer's freestyle meter. While assisting the customer, it was discovered the meter had become unlocked from mg/dl to mmol/l. This is an indication the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.